Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd syringe luer-lok¿ tip was found with elevated bioburden levels. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "regarding item# 309605 and a catheter. He stated something about ¿elevated bio burden levels¿ and having questions about ¿micro biology¿."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd syringe luer-lok¿ tip was found with elevated bioburden levels. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "regarding item# 309605 and a catheter. He stated something about ¿elevated bio burden levels¿ and having questions about ¿micro biology¿."